Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('the filsche clip and part of the essure device were removed.') In a female patient who had essure (ess205) (batch no. 108000142-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2001, the patient had essure (ess205) inserted. On (B)(6) 2001, the patient experienced complication of device insertion ("unilateral placement of essure device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain in the region of this tube") and complication of device removal ("complication of device removal"). The patient was treated with surgery (removal in 2003). Essure (ess205) was removed in 2003. At the time of the report, the device breakage, complication of device insertion and complication of device removal outcome was unknown and the adnexa uteri pain had resolved. The reporter provided no causality assessment for adnexa uteri pain, complication of device insertion, complication of device removal and device breakage with essure (ess205). The reporter commented: physician reported that following a unilateral essure placement, he performed a laparoscopic sterilisation where a filsche clip was placed on each tube. In the case of the tube with the essure device in it, the filsche clip was placed over the essure device. The patient complained of pain in the region of this tube, which continued until physician performed a cornual resection (laparoscopy) in (B)(6) of 2002, where the filsche clip and part of the essure device were removed. Reporter causality: the relationship between unilateral placement of essure device, pain in the region of this tube, filsche clip and part of the essure device were removed and complication of device removal and essure (ess205) was not reported. Addendum: this case was converted from the conceptus database into argus on (B)(6) 2014. The medical content of the case was not changed. Lot number 108000142 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of product technical complaint. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('the filsche clip and part of the essure device were removed.') In a female patient who had essure (ess205) (batch no. 108000142) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2001, the patient had essure (ess205) inserted. On (B)(6) 2001, the patient experienced complication of device insertion ("unilateral placement of essure device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain in the region of this tube") and complication of device removal ("complication of device removal"). The patient was treated with surgery (removal in 2003). Essure (ess205) was removed in 2003. At the time of the report, the device breakage, complication of device insertion and complication of device removal outcome was unknown and the adnexa uteri pain had resolved. The reporter provided no causality assessment for adnexa uteri pain, complication of device insertion, complication of device removal and device breakage with essure (ess205). The reporter commented: physician reported that following a unilateral essure placement, he performed a laparoscopic sterilisation where a filsche clip was placed on each tube. In the case of the tube with the essure device in it, the filsche clip was placed over the essure device. The patient complained of pain in the region of this tube, which continued until physician performed a cornual resection (laparoscopy) in (B)(6) 2002, where the filsche clip and part of the essure device were removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 9-aug-2021: this case was converted from the conceptus database into argus on18-feb-2004 and it was initially reported by a consumer. Further information (medical record/legal claim/pfs/pif) was received on 09-aug-2021 and qualifies this previous conceptus case as reportable case by bayer. Reporter information was added. On 9-aug-2021: no new information received. On 9-aug-2021: no new information received. On 9-aug-2021: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.